Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image revealed damage/residue within the inline connector of the pump cable, indicative of oxidation/corrosion from fluid ingress that would have contributed to the driveline communication and power fault alarms confirmed in the submitted log files. A specific cause for the fluid ingress could not be conclusively determined through this evaluation. The account's submitted image revealed damage in and around the pin holes of the pump cable inline connector, as well as traces of a green/gray residue. These findings align with the oxidation/corrosion observed in the inline connector of the returned modular cable (refer to the modular cable investigation), appearing consistent with a fluid ingress issue at the connection between the pump cable and modular cable. The remainder of the pump cable shown in the image appeared unremarkable. The submitted controller event log files contained events from 24sep2025 ¿ 26sep2025. A driveline power fault alarm associated with power b broken faults activated on (B)(6) 2025 and persisted until the driveline was briefly disconnected for approximately 3 seconds. A specific cause for the brief driveline disconnect could not be conclusively determined. Shortly after the driveline was reconnected, a driveline communication fault alarm associated with intermittent com_a and com_b faults became active. The alarm persisted until the driveline was disconnected again for approximately 24 seconds, appearing consistent with the reported modular cable exchange. The driveline was reconnected, and approximately 1 hour later the driveline communication fault alarm reactivated and persisted through the end of the file. Additionally of note, a loss of lvad communication alarm was captured on (B)(6) 2025, indicating a total loss of communication between the pump and system controller. The alarms did not impact the controller¿s ability to support the pump and there were no other notable events or alarms captured throughout the controller event log files. Provided information indicated that the modular cable was exchanged on (B)(6) 2025 in an attempt to resolve the driveline power fault. Following the exchange, the alarm cleared for an hour until a driveline communication fault alarm became active. The pump cable inline connector was cleaned on (B)(6) 2025, and the alarms resolved following the cleaning. The controller and second modular cable were noted to have been exchanged at the time of the cleaning. An additional set of log files were submitted following the reported controller exchange associated with the pump cable cleaning. The submitted controller event log file contained events from 01oct2025 ¿ 02oct2025. Once the driveline was connected to the new controller, the pump ramped up to the stored patient speed without issue and resumed normal operation for the remainder of the file. No further driveline fault alarms were captured, and no other notable events were observed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instructions regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms, including driveline power fault and communication fault alarms, as well as how to respond to each alarm condition. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿ contain information on caring for the driveline and instruct the patient to keep the driveline clean. The exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication and power faults, and the recommended actions associated with these emergencies. This section also includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. The event log file recorded a driveline power fault alarm flag on (B)(6) 2025 at 14:46:01. The event log file data indicated that this alarm continued until a driveline disconnect was recorded on (B)(6) 2025 at 19:47:47. The data indicated that the driveline connection was reestablished on (B)(6) 2025 at 19:47:54. Driveline communication fault alarm flags were then recorded on (B)(6) 2025 at 19:48:07. The driveline was disconnected when the modular cable was exchanged at 8:10 pm on (B)(6) 2025 in an attempt to resolve the driveline power fault. Exchanging the modular cable cleared the alarm for one hour, but the system controller then alarmed with a driveline communication fault. This kind of behavior had been linked to corrosion in the driveline/modular cable connector. Additional log files were sent for review with driveline communication fault alarm noted on (B)(6) 2025 at 21:33. The event log captured driveline comm faults (comm a) in this recent log file data. It was noted that the comm faults were switching back and forth between comm a and comm b which was indicative of a debris/corrosion issue in the connector. The outer casing of the faulty modular cable seemed to be intact without any signs of damage. The connection appeared to have some corrosion on it which could be oxidation secondary to liquid exposure. There were signs of corrosion on the modular cable side of the connection. Based on the log file data, it was expected that there was also some corrosion on the driveline side as well. A cleaning of the pump side cable connector was performed on (B)(6) 2025. Log files were sent for review status post modular cable cleaning. The log file captured routine events. There were no notable alarm conditions or parameter changes. The driveline power and communication faults had been resolved.